Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The barrel, loading catheter, and trigger cord were included in the return, but the bands, two-way handle, and irrigation valve were not returned. One of the blue hooks on the loading catheter was not attached to the catheter. The outer diameter (od) of the catheter was inspected and found to be within tolerance. The od of the flat part of the blue hook was measured and found to be within tolerance. The od of the curved part on the blue hook was measured and found to be within tolerance. This indicates there was interference between the hook and the tubing. It was observed during a visual inspection that the loading catheter, on the end where the blue hook was not attached the catheter, was stretched 1.6 cm. The hook that was not attached to the catheter was bent, which could have happened if significant force was applied to the device. Such force could be created if the hook got caught on the end of the scope, distal end of the handle hub, or if the string knot was placed next to the hook during loading. A dimensional verification of the friction-fit portion of the adapter was performed. The barrel gauged as intended and the friction-fit adapter was secure. The friction-fit material shows no signs of damage or separation. A visual inspection of the trigger cord was performed. The trigger cord and the beads were verified for correct location. The beads were examined using magnification and found to be correctly filled. The length of the trigger cord was measured to be within tolerance. The trigger cord was intact and not broken. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The lot number for the loading catheter subassembly was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Information regarding the endoscope used with this ligator was requested from the initial reporter, but unable to be provided. This ligator is compatible with endoscopes that have an outer diameter of 8.6 mm - 11.3 mm only. Barrel detachment can occur if an endoscope with an outer diameter smaller than 8.6 mm is used. If the barrel is not advanced as far as it will go onto the tip of the endoscope, barrel detachment can occur. The instructions for use advise the user to ensure the barrel is advanced as far as possible onto the tip of the endoscope. The instructions for use direct the user to lubricate the endoscope and exterior portion of the barrel. Barrel detachment can occur if lubricant is allowed inside the barrel before the loading process. The instructions for use caution the user not to place lubricant inside the barrel. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During preparation for a banding procedure of esophageal varicies, the physician used a cook 6 shooter saeed multi-band ligator. The device could not be used because the tip that the string attaches to fell off [of the endoscope]. The procedure was successfully completed with a new device of the same type. Upon receiving the device for evaluation on 11/16/15, it was noted that one of the blue hooks was not attached to the catheter.